Event description:
It was reported that the surgeon prepared for the above straight stem. The package was opened and the implant packed in the box was cat no. 6939-0-430 a curved 43mm stem. The surgeon was then required to implant a smaller head size component in the pt.